Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-07266 / 07267).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. During post-operative monitoring and testing, it was noted that patient had pain, lumbar back surgery, cervical spine surgery, and sudden hearing/vision changes. It was reported that patient underwent a left total hip arthroplasty in 2004. There has been no reported revision for either hip. During post-operative monitoring and testing, it was noted that patient had blood tested on (B)(6) 2013.